Manufacturer narrative:
Results of investigation: vyaire medical service technician evaluated the suspect device, and the reported issue was not reproducible during bench testing. The vent passed troubleshooting after installing a known good exhalation module and passed the initial alarm volume test and the unit was opened and inspected, and no anomalies were discovered. To meet all requirements, replace the exhalation module and process ventilator through service to meet all factory specifications. Main board was replaced as a precaution. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator failed during patient transport and then failed ventilator check with no error number provided. It was also mentioned that the unit is receiving a static discharge error message. The customer confirmed that the patient is fine. Furthermore, there was no patient harm associated with the reported event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.